Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: a visual and functional assessment was performed: the following steps failed: visual assessment break out box motor assessment temperature verification temperature verification during service/repair the following was observed : [pre-internal comment: ng, positioning line (gripping part line) fading, red dot on connector missing, hose damaged, resistance value ng, overheating] during the service evaluation the following failures were identified: visual : cosmetic damage. Visual : cord damaged. Functional : moving parts do not move smoothly. Functional : heat. Conclusion: ¿ failure reported is not confirmed . ¿ root cause: component wear.

Event description:
It was reported that during service and evaluation, it was determined that the handpiece device had heat. It was noted in the service order that the device speed would not rise. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed.